Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transfemoral transcatheter aortic valve replacement procedure was performed to implant a 23 mm sapien 3 ultra resilia valve. During deployment of the valve, the commander delivery system inflation balloon was almost fully inflated when blood was observed in the syringe. It was determined that the balloon had ruptured. The reporter confirmed that an extra 2 cc of volume had been added to the balloon prior to inflation. The valve was successfully implanted in the native bicuspid aortic position. There was no difficulty withdrawing the delivery system. The patient remained in stable condition at the end of the procedure. No injury or complication was reported in association with the balloon issue. No leakage was observed from the delivery system, and no damage was noted to other edwards devices. The perceived root cause was not known.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and upon review of the imagery it was observed that the balloon was burst radially on the proximal shoulder of the inflation balloon. Imagery of the patient anatomy was provided and it revealed calcification in the landing zone. The complaint for balloon burst was able to be confirmed. The provided device imagery shows a radial balloon burst on inflation balloon proximal shoulder. Available information suggests calcification likely contributed to the event as the provided imagery of the patient anatomy shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that "an extra 2 cc of volume had been added to the balloon prior to inflation". While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.